Event description:
It was reported that the user experienced a severe hypoglycemic episode requiring ems intervention while engaged in loud outdoor work and did not perceive device alerts, with a history of frequent low glucose values and difficulty hearing alarms, and it was proposed that louder, phone-based alerts via a companion app could mitigate risk. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention with medication. Investigation included communication with the user¿s clinician and analysis of information provided by the user and third party. Investigation of this case revealed no findings were available, the device problem could not be characterized due to insufficient information, and there was insufficient information regarding any device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.